Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The device is used for treatment not diagnosis. It was reported that the patient's partner found him deceased at home. The device was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log file analysis revealed multiple 'critical battery' alarms, 'low flow' alarms, and a 'vad disconnect' alarm. Log file analysis associated with the event captured is inconclusive; however, trends of this nature may be indicative of an occlusion/suction event or change in patient state. Additionally, log file analysis showed a sudden decrease in flow, indicative of a possible occlusion. The returned device passed both functional and dimensional testing; dimensional and functional verification showed no deviation from current manufacturing and functional specifications. Pathology exam showed a small fragment of fibrous capsule tissue was inadvertently displaced into the pump housing during post-explant evaluation. The tissue was evaluated microscopically and determined to be fibrous capsule/scar tissue. The most likely root cause of the reported 'clinical adverse event' cannot be conclusively determined; however there are patient, procedural and pharmacological factors that may have contributed to this event. A clinical factor that may have contributed to the reported event includes the patient's history of atrial fibrillation which may have contributed to the ingestion of material that could have contributed to the occlusion. It is likely that the cerebral vascular accident (cva) may also been due to the patient's history of atrial fibrillation. Stroke and neurological dysfunction are known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death, stroke and neurological dysfunction are known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year post hvad implantation, the patient's partner found him deceased at home. The patient was transported to the state mortuary were an autopsy was performed. Official cause of death is not yet available. The explanted pump was returned to the manufacturer for analysis. The site indicated that there were no obvious signs of thrombus at the time of explant. Investigation is ongoing.